Manufacturer narrative:
Upon completion of the investigation, it was noted that during evaluation the icp cable was visually inspected and no mechanical damage was observed. The cable was connected to a test fixture and digital multimeter to examine the electrical continuity and electrical leakage. In addition, the cable was connected to the icp express unit and fog pressure simulator to examine the memory of the cable. The subject icp express cable is functioning properly in terms of: electrical continuity, electrical leakage, and memory. And there is no visual discernible damage to the cable. The difficulty reported by the customer could not be confirmed. The icp express unit p/n 82-6634, was not returned to codman; therefore, the evaluation for this unit could not be performed. Trends will be monitored for this and similar complaints. At the present time, this complaint is considered closed.

Event description:
Rep reported that after the microsensor was implanted the cable for the icp express unit went bad. Unit was displaying -99. Since a back up cable was not readily available, the surgeon decided to implant a camino device and then removed the codman sensor. Patient was never without monitoring. No adverse consequences. Cable will be returned for investigation.

Manufacturer narrative:
Please be advised that we do not use therapy dates, as a result today's date was used. Upon completion of the investigation a follow up report will be filed.